Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 40 mg/dl and 120 mg/dl. The customer stated that they had not treated for low blood glucose level. The customer had been using the insulin pump within 48 hours of low blood glucose level. It was unknown whether the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.